Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous and severely calcified proximal to mid right coronary artery. A 4.00 x 12 synergy drug-eluting stent was advanced to treat the lesion. However, the device got caught in the calcification and failed to cross the lesion. The device was removed and then re-advanced with a guide extension catheter, but the stent strut was lifted. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.